Event description:
It was reported that saline leak occurred. The 70% stenosed target lesion was located in the highly calcified proximal left anterior descending (lad) artery. A 1.25mm rotalink¿ plus was selected to treat the target lesion. While withdrawing the catheter over the wire outside the patient, a small pinhole in the outer plastic tubing catheter of the device was observed. The flush irrigation was squirting out of its hole. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned connected to the catheter. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. An attempt was made to wet test the device and the sheath leaked approximately 17cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve¿. (B)(4).

Event description:
It was reported that saline leak occurred. The 70% stenosed target lesion was located in the highly calcified proximal left anterior descending (lad) artery. A 1.25mm rotalink¿ plus was selected to treat the target lesion. While withdrawing the catheter over the wire outside the patient, a small pinhole in the outer plastic tubing catheter of the device was observed. The flush irrigation was squirting out of its hole. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.